Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during the implant procedure the right atrial lead could not be fixed because the top of the lead was broken. The physician alleges that the lead had malfunctioned. A different lead was used and the patient was stable after the procedure.

Manufacturer narrative:
The reported event was not confirmed. As received, a complete lead was returned in one-piece. Visual examination found the helix retracted and clogged with blood/tissue. The lead was found slightly bent near the ring electrode region. X-ray examination did not find any anomalies. After cleaning, the helix could be extended and retracted. The helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies with the exception of procedural damage.